Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.